Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the phenomenon possibly occurred due to mishandling of the actual product by the customer, adding physical stress such as dropping and impact and chemical stress during cleaning/disinfection processes. However, a definitive root cause could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures also, for handling of the actual product, according to reviewing the instruction manual, the following description is found. Based on this, it is possible to be able to prevent phenomenon (1) and phenomenon (2). Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿probe piece missing¿ was confirmed. The following findings were noted during device evaluation: forceps elevator has foreign material. Foreign material is yellowish/brown in color, but it is unknown what the foreign material is, acoustic lens is missing, acoustic lens has a scratch which reaches to the glue layer, and some parts of the device (control unit and up/down right/left knob) are dirty, due to deformation of scope-connector, water tightness is lost, due to deformation of nozzle, water removal ability does not meet specifications, nozzle is shaved, distal end has a scratch, bending section - adhesive deterioration and separation on the thread-wound sections, insertion tube buckles and coating peel-off/buckles on protector insertion section, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The scope was found with the probe (pink probe) one piece missing. Customer found the problem during the reprocessing time. However the previous procedure done was diagnostic upper gi completed successfully. Patient is okay. No health impact and no delay happened. Need detailed inspection at service center. Iuc: giu6003 - pae. Reprocessing of scope was adequately done by the customer before sending the scope to service center. Update (by amit; (B)(6) 2023): additional pae issues found during the incoming inspection at the omsi repair center are as follows: 1. Forceps elevator has foreign material. Foreign material is yellowish/brown in color but it is unknown what the foreign material is. Fuc: gif3003a/ gin0001y. Pae judgement: pae. Tier classification: tier2 . Finding date:(B)(6) 2023. 2. Some parts of the scope are dirty. Control unit is dirty. Ud/rl knob is dirty. Fuc: gin0001y. Pae judgement: pae. Tier classification: tier2. Finding date: (B)(6) 2023. Note: the device was reprocessed before pick from customer site, as per the information shared by fse.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.